Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a open book image and insulin pump was not stopped beeping. The customer¿s blood glucose was 102 mg/dl. Contacts were not missing, damaged, or corroded. Troubleshooting was performed for open book image. Insulin pump had battery failed alarm. The insulin pump will be returned for analysis.